Manufacturer narrative:
Device evaluated by MFR: nc emerge mr, ous 2.75mm x 12mm was returned to the complaint investigation site (cis). A visual and tactile examination of the hypotube shaft identified a break 87.6cm distal to the distal end of the strain relief and multiple hypotube kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Bumper tip showed no signs of distal tip damage. Microscopic examination identified that the inner lumen was damaged at a site 6.2mm proximal from the distal tip (on the proximal side of the bicomponent bond. In preparation for inflation testing an attempt was made to load the device on 0.014-inch test guidewire. The device could not be loaded on a 0.014-inch test guidewire, the guidewire which was inserted via the tip passed through the distal inner and then met restriction at the damaged inner lumen site (6.2mm proximal of the device tip). As the wire could not be fully loaded functional testing was completed without guidewire insertion. The device was attached to an encore inflation unit and the balloon was inflated successfully 20 atmospheres (atm) as per instructions for use (IFU). Following the inflation testing the distal inner lumen (within the balloon section) appeared to have become misshapen due to the balloon having been inflated while not on a guidewire.

Event description:
It was reported that shaft break occurred. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, the balloon did not inflate, and contrast was leaking in the mid shaft. The balloon was successfully retrieved, and the mid shaft came out to be broken. No patient complications were reported.

Event description:
It was reported that shaft break occurred. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, the balloon did not inflate, and contrast was leaking in the mid shaft. The balloon was successfully retrieved, and the mid shaft came out to be broken. No patient complications were reported.